Manufacturer narrative:
A ge service representative performed an over the phone investigation. The power switch was replaced by the customer. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently not boot up. No patient injury was reported.